Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-06709. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire tip detachment occurred. The target lesion is located in the lower extremity vessel. Two 300cm v-14 controlwire guide wires were used during the procedure and both tips of the devices were broken and was left inside the patient. The procedure was completed with the same device. It is unknown if surgery will be done to remove the device fragments from the patient's body. No further patient complications were reported and the patient's status is fine.